Event description:
While titrating up levophed drip and increasing dosage in pump, "ok" was pressed and about 30 seconds later, map (mean arterial pressure) 50 when it had been 62 previously. Pump started beeping after map started dropping and pump had not in fact restarted after new dosage confirmed. Dosage confirmed and pump restarted after "ok" pressed again. A few minutes later levophed gtt uptitrated again. Checked the pump, started infusing at changed dosage and pump did not start infusing when "ok" was pressed. Pressed "ok" again and pump restarted. Thus, 2 different episodes necessitated pressing "ok" twice instead of once.